Event description:
Impact 731/emv+ ventilator was being used on a pt when device alarm sounded. The end user reported the device continued to operate and that there was no serious injury to the pt however, the pt showed signs of becoming compromised and back up ventilation equipment was used at the time of the event. Though it was reported that serious injury to the pt did not occur, we have submitted this as a serious injury because intervention using back-up ventilation equipment was needed to preclude permanent impairment or damage due to the device malfunction.

Manufacturer narrative:
Problem found with intermittent battery holder which was replaced by impact's service department.